Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to pump tubing leakage. No other adverse patient effects were reported.

Manufacturer narrative:
A pump and cylinders 1 and 2 were received for analysis. A separation was noted in the longer pump exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed confined abrasion, indicating that the tubing had been kinked and abrading against itself for a period of time. Microscopic evaluation revealed surface abrasion on the longer pump exhaust tubing and the inlet tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing and pump inlet tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the longer pump exhaust tube kinking onto itself and abrading at the tubing/strain relief junction, resulting in sufficient stress(s) to cause a separation of the longer pump exhaust tubing at the cylinder 2 tubing/strain relief. A separation of this type may then allow the loss of fluid, rendering the device inoperable.